Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference. Additional product codes added. Correction: (B)(4).

Event description:
Customer complains of high results. Customer states she feels well and does not require medical attention. The customer's expected blood results are 75-110mg/dl fasting. Verified the strips expire 05/13/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 80mg/dl and 85mg/dl fasting. Reviewed meter memory (B)(6). No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states she feels well and does not require medical attention. The customer's expected blood results are 75-110mg/dl fasting. Verified the strips expire 05/13/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 80mg/dl and 85mg/dl fasting. Reviewed meter memory (B)(6). No adverse event reported.